Event description:
It was reported that there was a suspected connection issue between the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD). It was noted there was oversensing of sensing integrity counter (sic), unstable rv thresholds, and unstable impedance values, including high and low measurements in the complete rv stimulation impedance trend, which depended on the patient's arm position. It was noted a lead fracture was uncertain at the time of the device check. A revision procedure was performed, which revealed a rv lead insulation integrity defect, along with provocation of oversensing with manipulation of the affected lead site. In addition, the lead was twisted with an unknown root cause. The lead was capped and replaced, and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event: (B)(4). Product ID# d144vrc the device was returned and analyzed. Analysis was performed and no anomalies were found, geo event description: it was reported that unstable thresholds, instable impedances in complete rv stimulation impedance trend. Sic reported with counts in the past. Since last interrogation (1d) no sic count. Stimulation impedances are reported depending on patients arm position. Revision procedure planned for tomorrow. The alleged issue is a connection issue. A lead fracture or defect is uncertain at the moment. There were no patient symptoms or complications associated with this event preliminary geo assessment: pdd: >> patient alerts ¿out of tolerance subthreshold lead impedance¿ in 2014 >> elevated 1.5 v-sic/day >> fluctuating and high rv lead impedance preliminary geo conclusion: potential lead fracture, no device issue suspected. Concomitant product: product ID 694765, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016.

Event description:
It was reported that there was a suspected connection issue between the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD). It was noted there was oversensing of sensing integrity counter (sic), unstable rv thresholds, and unstable impedance values, including high and low measurements in the complete rv stimulation impedance trend, which depended on the patient's arm position. It was noted a lead fracture was uncertain at the time of the device check. A revision procedure was performed, which revealed a rv lead insulation integrity defect, along with provocation of oversensing with manipulation of the affected lead site. In addition, the lead was twisted with an unknown root cause. The lead was capped and replaced, and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.